Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. When the scope was connected and the unit powered on, all the lamps on the front panel were flashing. Additionally, an e300 error code was displayed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the front panel of his olympus video system center was flashing. According to the initial reporter, this event took place while preparing for a screening test. Reportedly, the intended procedure was completed without delay and with no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b3 was updated with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flashing front panel was caused by a cooling fan failure. However, the definitive root cause of the cooling fan failure could not be determined. Olympus will continue to monitor field performance for this device.